Event description:
It was reported that the patient's blood glucose level was 16 mmol/l (288 mg/dl). The pod was worn between 1 and 4 hours on the abdomen. It was noted that the cannula dislodged from the site. No information was provided on how the hyperglycemia was treated. Device was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.